Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a stent exchange procedure in the kidney, ureter and bladder performed on (B)(6), 2023. Prior to procedure, the stent was broken. It was noted that the stent had a crack. The procedure was successfully completed with another contour ureteral stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.